Event description:
Company representative reported that laser unit was down with no power. The issue was found during an unspecified procedure. According to the report, the customer was unable to locate the cause of the power lost. The procedure was cancelled with no patient injury according to the reporter. There was no harm reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. In addition, follow ups are in progress t0 gather additional information regarding the reported event. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections d9, h3, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power failure was confirmed due to a faulty power supply. The device shut off and was unable to be turned back on. The front screen was damaged. However, the definitive root cause of the faulty power supply could not be determined. Additional information about the evnet was requested, but not received. Olympus will continue to monitor field performance for this device.